Event description:
It was reported that the wing-nut on a raised toilet seat was sticking out and the user sustained a large skin tear on her leg. The user went to the hospital and received 10 stitches. Should additional relevant information become available, a supplemental report will be submitted.